Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including ECG stress testing and bench handling without duplicating the report. The receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) used during the event was not returned for evaluation. The customer was advised to discard the mfc used in the event as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.